Manufacturer narrative:
Preliminary investigation results indicate a case of tinnitus on the right ear with first symptoms appearing after being bilaterally implanted, but before reimplantation of the right ear. No cause triggering the symptoms is known; no device failure or malfunction has been reported, neither for the left-nor the right-sided device. The device has been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that on november 28, 2006, that the patient has been doing quite well with her ci's in general. However, she has been complaining that she keeps on hearing an 'eee' sound, even without wearing the processors. The parents thought that this could be interference from the incandescent lights or other power sources. However, she seems 'hear' it anywhere. She actually said the sound was in her brain. The patient has mentioned that she could hear things when she was in bed (not wearing processors) for at least 2 months. The 'eee' sound is one that she consistently 'hears.' Though she also said she heard other sounds. The patient is increasingly aware of and agitated by the 'eee' to the extent that it affects her school and other activities that require hearing concentration. The patient reports that the sound is more noticeable in a quiet room. She experiences it with and without the processor on. It began sometime after she was bilaterally implanted.